Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 29-jan-2016, fse arrived at the site to address the reported event. Inspection/ testing of the device found that patient results were returning with "hemoglobin variant (hb-var) detect" errors. Fse ran several samples, primed the device, and enabled "option m". He also interfaced the analyzer to the laboratory information system (lis) and retested. The customer was subsequently, able to calibrate and run quality control (qc) without issue. No further action was required by field service. Of note, the device had not been in use for twenty-five days prior to the reported event. The most probable cause of the reported event was due to communication issues with instrument interface settings.

Event description:
On (B)(6) 2016, the customer reported calibration errors and low total areas on patient samples with their g8 analyzer. The customer stated that there were no obvious leaks and the device pressures were normal. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.